Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and the article in question was manufactured in accordance with the specifications. The visual investigation of the complained reduction forceps revealed that the tip is broken off. Further investigation regarding the manufacturing documents show conformity to the specification. The broken surface itself is homogenous that indicates material conformity as well. The investigation cannot exactly determine the reason for this breakage. It is possible suppose that too much applied mechanical force well beyond its calculated design during use caused the breakage. The investigation determined this complaint to be invalid. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Reduction forceps tip is broken and part removed. This is 1 of 1 report for this complaint (B)(4).